Event description:
The latex that the probes are made of is not homogeneous and is full of holes. The rptr is concerned that body fluids can be transferred from one pt to another. The hosp has recently started using this product.